Manufacturer narrative:
Intermittent button response due to flattened dome switch on esc button.

Event description:
The customer reported via phone call that the insulin pump had a keyboard anomaly. When he pressed the act button nothing happened. The buttons were still unresponsive after a battery change. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.